Event description:
It was reported via a legal notification that a male patient, initial right knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2022, approximately 5 years 2 months post the initial procedure. The patient was diagnosed with distinct polymeric debris induced synovitis with early osteolysis on the femoral side and was required to undergo revision surgery. During the revision surgery, the plaintiff¿s surgeon observed and documented a tremendous amount of thickened inflamed pseudomembrane and chronic synovitis. No device return anticipated due to this being a legal case. No further information known.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: investigation results : the revision reported is most likely due to prosthesis wear. Contributing factors to the wear on the tibial insert may have been result of being packaged in a non-conforming vacuum bag for more than five years and patient-related issues. However, the prosthesis wear and contributions from implant positioning, instability, and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was provided.

Manufacturer narrative:
Additional information: a2,a3, a4, b1, b5, b6, b7, d1, d4 all, d10, g4 510k, h4, h7, & h9 d10. Optetrak logic femoral component ((B)(6)); optetrak tibial insert ((B)(6)); optetrak logic trapezoid tibial tray ((B)(6)); optetrak 3 peg patella ((B)(6)); radiopaque bone cement investigation pending h6. Medical device problem code-naturally worn.

Event description:
Additional information received via legal department: revision operative report 7 jul 2022- preliminary diagnosis: polymeric polyethylene particulate debris induced synovitis with early osteolysis right total knee replacement. Postoperative diagnosis- same procedure: revision total knee, exchange liner only - right tissue was sent to pathology. There was advanced wear of the tibial polyethylene insert on the medial aspect as well as posteriorly. There are areas of delaminating polyethylene from the tibial liner. There is early osteolysis on the femoral side with a small osteolytic lesion posterior medially of the femur. The femoral component was not loose. This was carefully inspected and was well fixed and thus it was elected to leave this in situ. Bone graft substitute was used to graft the area of osteolysis in the posterior medial femur. The tibial and patellar components were well fixed. They revised with a 13 mm psc insert. Based on the MRI there was an area of osteolysis posteromedially. Curettes were used to carefully clean out the area of osteolysis. There was also a small area of osteolysis under the anterior femoral flange in the mid aspect anteriorly. This was also thoroughly cleaned out with a curette. Bone graft substitute material and this was injected into the areas of osteolysis in the posteromedial femur as well as under the anterior aspect of the femoral component. A compressive sterile dressing was then applied to the knee and the patient taken to recovery in stable condition. Findings of procedure: at the time of surgery there was a tremendous amount of thickened inflamed pseudomembrane and chronic synovitis. All components were carefully inspected and found to be well fixed. There was some osteolysis involving the posteromedial femur as well as the anterior region underneath the femoral flange. The femoral component was now grossly loose. The tibial and patellar components were not loose. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.